Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the suction housing and the unit was returned to service.

Event description:
A ge healthcare service representative reported the unit was not able to perform adequate fluid suctioning discovered during planned maintenance. There was no report of patient involvement.